Event description:
A malfunction alarm with code malf 12 was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, resolving the issue without further recurrence. The customer was advised to continue using the pump and to reach out if the malfunction code appeared again, which the customer understood and agreed to.